Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited low pacing impedance and noise. Additionally, the rv lead failed to capture. The physician explanted and replaced the ra and rv lead. The patient condition was stable.